Event description:
Reportedly, the valve was explanted after a duration of approximately 4 years 4 months (52.23 months) due aortic stenosis. Per the customer report: disfunction bioprothesis, dyspnea and cardiogenic shock, regurgitation and stenosis. Condition of the device at explant was described as calcified.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibited intrinsic and extrinsic, heavy calcification in the free margins and cusp area of all leaflets. Calcification nodules were visible on the cusp of the leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Two tears were visible on the leaflets: one tear, approximately 3 mm in length, from the free margin into the cusp area, was found on the center of leaflet three. A second tear, approximately 2 mm in length, was visible from the free margin into the cusp of leaflet one at commissure 2. Calcification was noted at the torn regions. One cut, about 1 mm in length, was also noted from the free margin into the cusp of leaflet one along commissure one. Minimal host tissue overgrowth was noted on the tissue inflow and a thin layer of host tissue overgrowth was observed on the tissue outflow. Host tissue was moderate to heavy at the stent inflow and minimal at the stent outflow. Wireform was exposed at the commissure one post. Commissure one post appeared to have been pulled outwards. The x-ray demonstrated calcification and stent distortion. Thrombus was also noted on all three leaflets on the outflow aspect. All leaflets appeared to be thickened as well. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The health care provider did report the patient was diagnosed with colon carcinoma. However, no medication regimen was reported and no treatment history for the carcinoma was reported. Unfortunately, we are unable to conclusively determine the root cause for calcification of this device based on the patient history provided.